Event description:
Material# 306547 batch# 4079036. It was reported by customer that the plunger comes out of the barrel of the syringe while aspirating. Verbatim: it was for both lots, I apologize. The one I sent was the only sample they had for me. Below is the initial email I received about the complaint. Recently on ren5 we have had issues with the 10ml 0.9% normal saline flushes. The plunger comes out of the barrel of the syringe while aspirating. This has happened to multiple rns over several shifts, myself included. I wrote an rl6 and tried to task it to you but was unable to do so. How is central supply listed in rl6 and who is a level one so I can forward the file to your department. I searched for you in the directory but was unable to find you in the rl6 resource tab. I appreciate your assistance in this matter. Thank you.

Manufacturer narrative:
Initial MDR with device evaluation. It was reported the plunger comes out of the barrel while aspirating. To aid in the investigation, one sample in a sealed packaging flow wrap was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. It could be possible the customer is not using the product as intended. The unit is single use and designed to push the plunger rod down to expel the solution. After, it should be discarded. The unit is not designed to pull the plunger rod back. A device history record review was completed for provided material number 306547, lot 4079036. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.